Event description:
It was reported that the right ventricular lead had diminished sensing value and a number of short v-v intervals were noted. Defibrillation threshold testing was performed and the sensitivity was reprogrammed which resulted in intermittent sensing on the lead. The sensitivity was readjusted and the lead remains in use awaiting further consultation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.